Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed. The interior rv (right ventricular) defibrillation cable was extrinsically fractured due to pulling/stretching.the setscrew marks on the connector pin were too proximal. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the right ventricular (rv) lead had a possible fracture of the high voltage conductor, high defibrillation impedance, and high tip-to-coil impedance. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.